Event description:
On (B)(6): customer reports to product monitoring via phone during an unknown patient procedure, images were too dark causing the images to be non-diagnostic and the patient to be rescheduled in order to complete the procedure. Customer reports the collimator was bumped closing shutter, which caused the images to be dark. Additionally customer reported there was contrast on the lens. Patient age and gender are unknown. No injuries were reported. Facility does have back-up capabilities.

Manufacturer narrative:
Covidien field service engineer (fse) discussed this complaint with the cysto x-ray tech who explained, the doctor said the images where dark at the top of the image. Fse troubleshot and found that the collimator cutoff at the top of image and that there was dried liquid on the collimator window also at the head end. Fse corrected this by adjusting the collimator cutoff, and by cleaning the grime from the collimator window. Fse verified beam alignment, light field alignment, and contrast resolution. Then fse verified proper operation per service manuals and completed the minor portions of the imaging and collimator section of hydravision dr system service checklist qssrwi4.1. The fse also verified that the system was operating properly with the cysto xray tech before leaving the hospital. The unit was returned to full service by customer.